Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal sts plus was received for product evaluation. The hemostasis sheath was received mated with the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed and returned separately with the collagen. Microscopy analysis of the returned collagen and anchor, no anomalies were noted. However, it was identified that the suture was appeared to cut at the end of the collagen. In addition, there were kinks observed on the hemostasis sheath. No other anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was separated from the hemostasis sheath for inspection of the bypass tube. The bypass tube was removed from the hemostatic valve and re-inserted into. The bypass tube was settled properly into the sheath as can be seen in the attached pictures. No anomalies were returned with the returned sheath. The returned hemostasis sheath was subjected to dimensional testing. The inner diameter of the sheath hub was measured and found to be 0.145'' which is within manufacturer specification. The distal end of the bypass tube outer diameter was measured and found to be 0.143" which is within manufacturer specification. All measurements were within manufacturing specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the kink observed on the sheath was due to the application of an off-axis force applied during the insertion or mishandling. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, and if the device was evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00269.

Event description:
The user facility reported that during the angio diagnosis procedure, when the doctor used the first angio-seal device, he found that the bypass tube could not enter the sheath smoothly. The doctor tried to grasp the collar of bypass tube and push it into the sheath hub across the valve; however, it still did not work. He tried the second angio-seal device; however, he could not insert the bypass tube into the sheath. He used the same sheath until the third bypass tube was inserted and then finished the procedure. The patient was reported to be in stable condition. The procedure was successful. Additional information was received on april 2, 2019. An 8fr. Sheath was used. A pre-deployment angiogram was performed. The doctor used the third angio-seal to achieve hemostasis.